Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and the results revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. High battery impedance, causing eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device reached eri (elective replacement indicator) after the software update was loaded. The device was explanted and replaced. No patient complications have been reported as a result of this event.